Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range (oor) pacing impedances of greater than 2000 ohms, noise which was oversensed leading to inappropriate shocks and anti-tachycardia pacing (atp) which put the patient into ventricular fibrillation (vf). There was also appropriate shocks and atp. Some of the time the therapy converted the patient, some of the time the patient converted on their own after therapy induced arrhythmia was seen. As a result the lead was surgically abandoned and successfully replaced along with the device. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.